Event description:
Boston scientific crm received information that this patient reported that his right atrial (ra) lead was possibly fractured. The physician gave the patient the option of electrically programming the lead off, or having a new lead implanted. This lead has been electrically deactivated and the physician stated to the patient that this lead was not necessary. To date, no adverse patient effects were reported. Additional information was received that this right atrial (ra) lead was surgically abandoned due to being non-functional likely due to a lead fracture. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This ra lead remains implanted and will likely not be returned. Boston scientific crm can not confirm the clinical observation. No additional information is available at this time. If additional information becomes available, this event will be updated. This lead was surgically abandoned and will not be returned. No additional information is available at this time. If additional information becomes available, this report will be updated.